Event description:
It was reported that both right atrial (ra) lead and right ventricular (rv) lead had dislodged. It was believed that this was related to twiddlers syndrome. Subsequently, the patient underwent a revision procedure, and this right atrial (ra) lead was explanted and successfully replaced. No additional adverse patient effects were reported.